Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Corrected field: d9-device available for evaluation: no. The customer did not return the camera head to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been three years since the subject device was manufactured. Based on the results of the investigation, the cause cannot be established as the device did not return for service. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition camera head image display deviated by approximately 5 degrees when the optics were aligned straight. There were no reports of patient harm.

Event description:
The customer reported to olympus, the high definition camera head image display deviated by approximately 5 degrees when the optics were aligned straight. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.